Event description:
It was reported that through the filing of a lawsuit that the patient alleges the right triathlon knee implanted on (B)(6) 2011, is causing knee pain, pain in muscles, inability to stand and walk, and loosening of the replacement knee.

Manufacturer narrative:
This event was reported through an attorney, as a result of a legal claim. Due to the ongoing litigation no additional information is available at this time. If additional information is received, it will be reported on a supplemental report.